Manufacturer narrative:
Tech found that the connecting rod was broken causing the foot end brakes not to engage. He installed the transtar brake/steer upgrade on the foot end of the stretcher and the brakes functioned properly. There were no alleged injuries.

Event description:
Tech alleged that the brakes were not holding at the foot end of the stretcher.